Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics collar area fell apart. Tka. Surgical delay 10 minutes. No components of the device missing or disassembled when the issue occurred. No debris/components left inside of the patient.

Event description:
Mics collar area fell apart. Tka. Surgical delay10 minutes. No components of the device missing or disassembled when the issue occurred no debris/components left inside of the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that the mics collar area fell apart resulting in surgical delay of 10 minutes. Product evaluation and results: not performed as the product was lost and hence was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot: k08ln and 24 devices were accepted into final stock on 12/06/2016. A review of qt-16-12-0018 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, lot number: k08ln shows 3 additional complaint(s) related to the failure in this investigation. The related complaints are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA: 1450904 are associated with the failure mode reported in this event.